Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images revealed that the probe appeared to be more rectangular and less polished than the standard probes. The end of the device appeared to have sharp edges. A visual inspection revealed that four devices were returned in similar condition. The tips of the probes were sharp and appeared to be unfinished. The edges were not smooth. The laser markings were clear and there was minimal wear on the devices. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found that the sharp edges at the tip must be broken. The tip is also specified to have been blasted with glass beads to break sharp edges. It must have a smooth transition throughout the radius. The complaint was confirmed, and the root cause was associated with manufacturing. A complaint notification was issued to manufacturing management to mitigate future occurrences.

Event description:
It was reported that during a small joint arthroscopy, internal to the patient, the hook probe had a sharper cut at the hook than before. The procedure was completed without significant delay with a different surgical technique. No other complications were reported.